Manufacturer narrative:
G4:06apr2021. B4:08apr2021. The customer confirmed that the part was ordered and they were awaiting receipt of the part to complete the repair. Multiple good faith efforts were made to obtain information regarding repair, and operational status with no further response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
It was reported to philips that the dot display on the device could not be read. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested part information for display assembly. The customer has confirmed the v60 lcd is a hydis display.